Manufacturer narrative:
The customer noticed the ratio pump was intermittently generating bubbles. A beckman coulter field service engineer (fse) was not dispatched, however, the account's biomedical engineer replaced the ratio pump to resolve the issue.

Event description:
The unicel dxc 800 synchron system generated elevated na (sodium), k (potassium) and/or cl (chloride) results for two (2) patient samples. The patient samples were repeated on an alternate dxc instrument and generated lower na, k, and cl results. The elevated na, cl, and k results were reported outside the laboratory. There was no effect to patient treatment in connection to this event. Quality control was within laboratory's established ranges prior to the event.